Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported that during an iliac angioplasty procedure on an (B)(6) male patient, after inflation of the balloon the physician had difficulty removing the balloon and it broke during retrieval attempts. A gooseneck was used to remove the balloon. It is unclear if an additional procedure was required to remove the balloon or if it was removed during the scheduled angioplasty procedure.

Manufacturer narrative:
(B)(4). Investigation - evaluation : a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device confirmed a circumferential separation of the balloon. The inner catheter was elongated indicative of excess force applied to it. It is unclear if this force was applied prior to separation or during retrieval with the goose neck snare; however, the site reported that "after inflation of the balloon, it was impossible to retrieve it and it broke when retrieving it." A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: intended use: "the advance 35 low profile pta balloon dilatation catheter is indicated for percutaneous transluminal angioplasty (pta) of lesions in the peripheral arteries including iliac, renal, popliteal, infrapopliteal, femoral and iliofemoral as well as obstructive lesions of the native or synthetic arteriovenous dialysis fistulae." Device description: "particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. Adhere to balloon inflation pressure parameters indicated in the compliance card insert." If a balloon rupture occurs, the user is to remove the balloon and sheath as a unit. Particular care should be taken in handling the balloon to prevent damage. Based on the available information patient condition and user technique may have contributed to the reported failure; however, this can not be conclusively determined since it is unclear whether the rupture was a result of force applied prior to separation or during retrieval of the balloon with the goose snare. The most likely root cause cannot be conclusively be determined; however, operational context is likely to have contributed. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.